Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced dizziness and chest pain. It was further reported that the implantable pulse generator (ipg) "went crazy" while they were wearing their glucose monitor. The ipg remains in use. No further patient complications have been reported as a result of this event.